Manufacturer narrative:
On 27-jul-2023, bwi received the physician's identity and contact details--which have been added to section e of this supplemental report. Additionally, the product return status of the complaint device has been updated. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, on 26-sep-2023, the video analysis was completed. Device investigation details: a video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, a leakage was observed on the device from the hub. A device history record evaluation was performed for the finished device 60000084 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 7-nov-2023, the video analysis was updated with further details. A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, water leakage was observed from the vizigo sheath proximal side. The water leakage could be related to separation of the hemostatic valve however, this cannot be conclusively determined. A device history record evaluation was performed for the finished device 60000084 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the video received. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and ventil broke. No surgical delays were noted as a result of this issue. No patient consequences were reported. And no further details were provided as to how this case was resolved--a follow up is in progress. A video of the complaint device has been received. The broken ventil is MDR-reportable.

Manufacturer narrative:
E1 initial reporter phone:(B)(6). The bwi product analysis lab received a video of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).